Event description:
Caller reported an alarm 2 followed by alarm 26. There was no adverse impact to the customer¿s blood glucose level. Customer declined further troubleshooting and did not provide additional information.